Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during laparoscopic sleeve gastrectomy. The device stopped, had a poor staple formation and staple line was incomplete. When the nurse checked the idrive with the new reload, she felt something strange in the distal point of reload. The reload was opened by idrive and grey button without a problem. When the device was applied to the patient and the green light was taken off, the device stopped with a blinking blue light. There was no staple line in between the stomach. They changed the load and same exact thing happened. The surgeon decided to use another device instead of the idrive with the same reload but it cannot be fired completely. The last two kinds of reloads were changed and used without reinforcement successfully. The jaws was locked to the tissue and the surgeon pressed the grey and blue button at the same time to removed the device. The surgical time was extended for 30 minutes or more due to product problem. There was also a little bleeding and a suture was necessary. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload were partially fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally the reload was loaded into a post market vigilance instrument, the interlocks were overridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruct ion may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.